Event description:
This case was initially received via regulatory authority (B)(6) on 25-jul-2018. His spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("ache in abdomen") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), menorrhagia ("heavy menstruation"), abdominal distension ("swelling of abdomen"), paraesthesia ("electric shock like feeling in femurs") and skin disorder ("skin symptoms same kind like before essure"). The patient was treated with surgery (laparoscopic removal was performed without problems). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, dysmenorrhoea, menorrhagia, paraesthesia and skin disorder with essure. The reporter commented: essure sterilization performed on (B)(6) 2009 normally. The patient came to polyclinic on (B)(6) 2017 due to wish of essure removal. She has symptoms. Removal was performed without problems by laparoscopy on (B)(6) 2018. Essure implants were appropriately in situ. On follow-up of 27-jul-2018, physician provided demographics, batch number and sample not available. The patient has not contacted the hospital after removal, outcome unknown. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2018: essure implants appropriately in situ. Ultrasound scan - on (B)(6) 2010: implants appropriately in situ. On (B)(6) 2010 - ultrasound during control visit showed both implants appropriately in situ in isthmic part of uterine, extra contraception stopped. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on 25-jul-2018. The most recent information was received on 21-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("ache in abdomen") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), menorrhagia ("heavy menstruation"), abdominal distension ("swelling of abdomen"), paraesthesia ("electric shock like feeling in femurs") and cutaneous symptom ("skin symptoms same kind like before essure"). The patient was treated with surgery (laparoscopic removal was performed without problems). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, cutaneous symptom, dysmenorrhoea, menorrhagia and paraesthesia with essure. The reporter commented: essure sterilization performed on (B)(6) 2009 normally. The patient came to polyclinic on (B)(6) 2017 due to wish of essure removal. She has symptoms. Removal was performed without problems by laparoscopy on (B)(6) 2018. Essure implants were appropriately in situ. On follow-up of 27-jul-2018, physician provided demographics, batch number and sample not available. The patient has not contacted the hospital after removal, outcome unknown. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2018: essure implants appropriately in situ ultrasound scan - on (B)(6) 2010: implants appropriately in situ 26-feb-2010 - ultrasound during control visit showed both implants appropriately in situ in isthmic part of uterine, extra contraception stopped. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.